Manufacturer narrative:
Method: the electronic history file from the actual device was evaluated. The actual device was not returned. Result: the investigation determined that the root cause was due to a false failure of the software check due to interference during charging. A report of correction for this issue has been filed with FDA. Since the initial filing of the complaint, the AED has been requested to be returned to aide in the investigation. As of 09/12/2013 the device has not been returned.

Event description:
It was reported to defibtech that an AED was reporting a service code message and that the error did not occur during pt use. As part of the complaint investigation process, review of the device's electronic history record was performed and during this review, it was identified that the AED had been used during a rescue attempt where the device delivered three shocks and then aborted two shocks, reporting a service message. Pt outcome is unknown.